Manufacturer narrative:
D4: UDI not available. Device not distributed in us. Testing and inspection confirmed, the customer¿s complaint. The device was leaking water has invaded inside the endoscope to adhere to the electric circuit, causing an overcurrent. Due to a short circuit condition; the system detected the condition and informed of an error. This is due to a pinhole on the air/water tube and is most likely caused by improper customer handling. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified. The following is stated, in the instruction manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system". Which describes the following warning: "inspection of the endoscopic image, turn the video system center, light source, endoscope position detecting unit (for pcf-h190dl/I), and monitor on and inspect the wli and nbi endoscopic images as described in their respective instruction manuals. 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. (Figure 3.43). 5. Confirm that, the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities". The following is stated, in the reprocessing instruction manual "chapter 1 general policy, 1.4 precautions" describes the following warning: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the device was leaking air/water. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: e315 error/image problem. This report is being submitted for the malfunction found during evaluation (e315 error/image problem).